Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a sore and was feeling warm at the ipg site. It was also noted that the wound was partially opened but not draining. The physician believed that the infection was not device related. The patient was placed on intravenous antibiotics. The patient was doing well.